Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4); product type recharger product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead (B)(4).

Event description:
Additional information received reported there were no malfunctions seen. The reporter stated the patient was doing fine.

Event description:
It was reported the patient was having a pocket revision on 2013 (B)(6). The implantable neurostimulator (ins) was to be moved from one side to the other. It was unknown why the ins was being moved. Additional information has been requested, a follow up report will be sent if additional information is received.